Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37-38 mg/dl in addition to a malfunction alarm. Cause was not known. Customer consumed carbohydrates to address bg. The pump was reset and the customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.